Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the therapy was turning off by itself. The patient stated that stimulation was turning itself off when it should have been on. The patient stated that over the weekend of report she had switched programs and she swore she saw the lightning bolt through the stimulator but when she checked it later there was no lightning bolt. The patient stated she turned stimulation back on at the time of report. The patient stated that with stimulation it seems like less is more and that she felt a tightening or pulling and then when she lowered stimulation it loosened up. The patient also reported that when she changed programs she would get bloated and gassy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.